Manufacturer narrative:
H10: additional manufacturer narrative: updated section d4 (expiration date), h4, h6 (component code, investigation findings, investigation conclusions). Multiple requests for additional information and for product return have been performed. The healthcare provider has not provided any additional information at this time. The device is not available for return as patient authorization is required. The root cause of this event cannot be determined with the available information. It is unknown if patient and/or procedure related factors may have caused or contributed to this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 29mm 11500a aortic valve was explanted after an implant duration of 1 year, 9 months due to unknown reason. The explanted valve was replaced with a 25mm 11060a valved conduit. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Event description:
It was learned through implant patient registry that a 29mm 11500a aortic valve was explanted after an implant duration of 1 year, 9 months due to endocarditis (mssa). The explanted valve was replaced with a 25mm 11060a valved conduit. Per medical records, the patient was found to have endocarditis (staphylococcus lugdunensis) in (B)(6) 2023 and was treated with IV antibiotics. He did well for several weeks but later presented with fever and chills and was found to have mssa bacteremia. The patient underwent redo avr via bio-bentall procedure. The inspiris valve was inspected and appeared to have vegetative matter on the ventricular side of the leaflets. The valve was excised. Given the destruction of the annulus, decision was made to perform aortic root replacement. A pericardial patch was used reconstruct the aortic annulus. The explanted valve was replaced with a 25mm konect aortic valved conduit. The patient weaned from bypass without difficulty. Post bypass tee revealed normally functioning valved conduit with no evidence of aortic valve leakage. Protamine was administered and hemostasis was achieved. The patient tolerated the procedure well and the patient was taken to the ICU in stable condition. Per pathology report, no obvious calcifications or vegetations were identified.